Event description:
Additional information received notes that programming changes were performed to resolve the issue. There were no patient consequences.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator was missing electrograms (egms). No interventions were performed. The patient's condition was unknown.

Event description:
Additional information received notes that programming changes were performed to resolve the issue.

Event description:
Additional information received noted that the implantable cardioverter defibrillator exhibited under-sensing causing inappropriate mode switches.

Manufacturer narrative:
Correction: b5, h6 - the implantable cardioverter defibrillator exhibited under sensing causing inappropriate mode switches instead of missing electrograms(egms).